Event description:
Account states that customer indicates the scrub caused, allergic reaction to a nurse, caused a swelling lump. Nurse tried the scrub on two occasions and both times nurse had the same reaction.